Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of redness, swelling, induration, and delayed biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: contra-indications: "as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. It is recommended not to inject into a site which has been treated with a permanent implant." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported patient was injected to the nasolabial fold and marionette lines with 1 ml of juvéderm® voluma¿ with lidocaine. Eight months later patient developed ¿redness of the skin in the injection area, swelling of the soft tissues, specifically around the injection area, no pain, no efflux.¿ upon palpation there is an ¿indurated area on the left, more than on the right in nasolabial region and marionette region; it does feel broader and more in a lateral direction and deeper than the usual injection technique.¿ patient was diagnosed with a delayed biofilm response to juvéderm® voluma¿ with lidocaine and was prescribed macrolide antibiotics, however the treatment ¿was not finished due to physical complaints.¿ patient was then injected with ¿hyase¿ 3 times with an interval of 1 week and was prescribed prednisone, however swelling remains.